Event description:
It was reported that the patient faced insulin flow blockage issue on (B)(6) 2026. It was stated that the cannula blocked which leads to high blood glucose levels and was treated with pump.

Manufacturer narrative:
E1 : establishment name: medtronic minimed street: 18000 devonshire street city: northridge state, province or territory: ca california country: united states of america post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.